Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty joystick control console. System operates as intended.

Event description:
It was reported that the system was displaying a joystick stuck error during boot up. No patient injury was reported.